Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was more than 600 mg/d and was treate with insulin pump and did not want troubleshooting for it. The customer also stated that, the insulin pump had low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Device failed the sleep current test and active current test due to moisture damage on the electronic assembly. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Charge/battery lasts less than expected confirmed. Audio/vibrate anomaly/absence of alarm confirmed. Unable to download device history or trace files due to battery draining too quickly. Unable to upload pump data to carelink due to battery draining too quickly. Device received with corroded battery tube.